Event description:
It was reported that while dr (B)(6) was impacting the avantage cup into the acetabular after it seated and he removed the avantage impactor instrument noticed it was broken. No adverse health consequence has been reported as the result of the malfunction.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Product picture has been received, showing that the piece is broken at least in two parts. Therefore, the reported event is confirmed. The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that while dr (B)(6) was impacting the avantage cup into the acetabular after it seated and he removed the avantage impactor instrument noticed it was broken. No adverse health consequence has been reported as the result of the malfunction.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Received picture shows that the header part of the avantage impactor tip is broken. Therefore, the reported event is confirmed. The product analysis can't be performed as the product was not returned. The review of the device manufacturing quality can't be performed as the product batch number was not communicated. The instruction for use has been reviewed and it was found that cleaning and sterilization instructions are described in it, like storage and use. A complaint extract was done regarding instrument fracture: 2 complaints (2 products), this one included, have been recorded on avantage impactor tip 58mm, reference a4640058, from january 01, 2018 to december 09, 2021. The complaint history, regarding the batch number, can't be performed as it was not communicated. According to available data, root cause of the event was unable to be determined. However, there is no evidence that the event is related to the product. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that while dr (B)(6) was impacting the avantage cup into the acetabular after it seated and he removed the avantage impactor instrument noticed it was broken. No adverse health consequence has been reported as the result of the malfunction.